Event description:
Caller alleging receiving discrepant inratio values. Date: (B)(6) 2014, inratio: 6.7, repeat inratio: 1.6. Less than 3 hours between tests on (B)(6) 2014. Date: (B)(6) 2014, inratio: 5.7. No add'l testing on this date. Pt's therapeutic range 2.5-3.5. No reported adverse pt sequela. No add'l info provided.

Manufacturer narrative:
It is indicated that product is not returning for eval. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the MFR record for the lot did not uncover any relevant non-conformance. Lot meets release spec. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. In addition, the customer has lupus. The customer's blood sample may have interfered with the coagulation test. This could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.